Manufacturer narrative:
The unit alarmed button error followed by unresponsive buttons due to corroded keypad traces. The unit was received with a cracked case at display window corners, display window, belt clip slot, a minor scratched lcd window, and a partially broken reservoir tube lip.(B)(4).

Event description:
The customer's mother called in to report a button error alarm. The customer was at the fair on a ride at the time of incident. The customer's blood glucose level was 242 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.